Event description:
It was reported that during the patient¿s implant procedure, their heart stopped. It was noted that due to this, the patient¿s healthcare provider (hcp) discharged him as a patient. It was reported that the pump was used to infuse baclofen. It was later reported that the patient¿s start date of baclofen intrathecal treatment was (B)(6) 2011 and was on-going. It was noted that no troubleshooting was performed. It was reported that the patient is receiving effective therapy for known spasticity.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).